Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received a report through device tracking indicating that the hospital had exchanged the pt's pump with another lvad due to hemolysis. Additional information provided by the vad coordinator indicated that the hemolysis was related to suspected thrombus in the device.

Manufacturer narrative:
The pump was successfully exchanged and the pt continues on lvad support with no further issue reported. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.